Event description:
Loss of osseointegration. The product has been returned and the material number updated. Accordingly. The batch number has also been provided. The corrected. Information is provided in this follow up report.

Event description:
Loss of osseointegration.